Manufacturer narrative:
Citation: ag pamuk, I saatci, hs cekirge, u aypar. A contribution to the controversy over dimethyl sulfoxide toxicity: anesthesia monitoring results in patients treated with onyx embolization for intracranial aneurysms. Neuroradiology, 48(4), 280-281. Doi:10.1007 /s00234-004-1323-y. The onyx will not return for evaluation as it was consumed in the event; as a result, product analysis cannot be performed. There was limited information provided in the article. The model and lot number of the onyx was not reported. The purpose of this study was to analyze whether or not dimethyl sulfoxide (dmso) toxicity occurred in patients treated with onyx embolization for intracranial aneurysms. The authors conclude that this study supports the notion that dmso does not cause any toxic side effects if used carefully in the onyx embolization of intracranial aneurysms. In this study, 38 patients (median age 42 years) were treated by onyx embolization for intracranial aneurysms. Thirteen patients were men, 25 women. There was limited information available on the procedural details, including model and lot number of the devices used, but there was no indication that the onyx did not perform as intended in the procedure. Ischemic events due to embolic migration, vasospasm, thrombosis are known inherent risks of the embolization procedure and are documented in the onyx instructions for use (IFU). The IFU also notes ¿hemodynamic changes induced by the embolization may result in hemorrhagic complications.¿ and ¿these ischemic or hemorrhagic complications may result in various functional neurological deficits and possibly death." The cause of the reported event cannot be reliably determined, however, based on the information on these cases, review of the article and IFU, the likely cause is related to the embolization procedure. Additional information has been requested. Should it become available, a supplemental report will be submitted. Mdrs from this article: 2029214-2017-01080, 2029214-2017-01082. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of 38 patients that were treated with onyx, there were 2 technique related permanent morbidities (worsening of cranial nerve palsies in one and monocular blindness in another). The patient¿s in this study were undergoing onyx embolization to treat intracranial aneurysms. The patient with monocular blindness was reportedly due to onyx leak into the ophthalmic artery. The onyx leaked into the ophthalmic artery in spite of balloon protection resulting in insufficient collateral supply to the eye. Another patient experienced worsening of cranial nerve palsies of the 3rd, 4th, 5th and 6th nerves. The 5th nerve palsy ultimately resolved.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.